Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10. H6: proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superior and posterior dislocation and possible underlying polyethylene wear identified post reduction. This complaint was confirmed based on the provided x-rays. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: p0561e52 avan e1 insert 28 s 52 0001627263. P0463052 avan cmntd shell ss 52mm 0001641801. 00-8011-020-20 allen plug 20mm flange 65874463. 00-8114-003-10 cpt 12/14 size 3 cocr ext 65649210. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to dislocation nearly two months post implantation. During removal, the bearing was pulled off the head. It was reported that no further information was available.